Event description:
It was further reported that the physician is of the opinion that the pt's symptoms have resolved since being taken off the plavix.

Event description:
It was reported that two and one-half weeks after a coronary drug eluting stenting treatment procedure, the pt began to develop symptoms. The patient had a taxus express2 drug eluting stent implanted in the rca (90% stenosis) in 2004. The following month, they developed swelling of their mouth and itching. They took over the counter benadryl. The following day, they noted welts all over their body and a burning sensation. They were unable to be seen in urgent care until the following day. The physician felt pt may have been "bitten by a bug" and prescribed prednisone, benadryl and claritin. The pt indicated that the physician did not examine their back and sides where the welts appeared to be "filling with what looked like blood." They saw their cardiologist the following day who examined pt and sent pt to the ER with what he called a "life threatening allergic reaction." Pt was directed by the ER physician to discontinue the plavix they had been taking. Pt returned to another doctor 4 days later who thought they may have bumped themselves. They indicated that their joints, chest, back and sides hurt and they had a "raspy" voice. They indicated that they are allergic to the plastic used in IV catheters and have had reactions to hickman and portacaths. Three days later, they indicated that they are improving. They have been on a course of steroids. They will continue to follow up with their physician to manage their symptoms. They will be undergoing another cardiac diagnostic evaluation for shortness of breath in the following month.